Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had stopped using the pump and alleged that pump was over delivering insulin. There was no reported impact to the customer's blood glucose level. Customer reverted to manual injections for alternate insulin therapy. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.